Event description:
It was reported to manufacturer that the sites hand held holding a charge for only short periods and shows "sudden and frequent blocks during interrogation creating problems" while interrogating and programming vns patient's devices. The non-working hand held and software have been returned to manufacturer and analysis is underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.